Event description:
The customer reported that both of the monitors were not working. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The monitor fuses were reseated and the connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.